Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement, positioning failure, or premature activation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported unintended movement could not be conclusively determined. The reported positioning failure (clip stuck in pfo) is a cascading event of the unintended movement. The reported premature activation appears to be a cascading event of the positioning failure (related to troubleshooting performed to remove clip from pfo). The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4-5. A triclip xt was inserted without issues. A decision was made to use fluoroscopy before using proper imaging to steer down to the valve. However, while steering down to the valve, the clip unintentionally moved and became stuck on the patent foramen ovale (pfo). Troubleshooting was performed to remove the tip of the clip out of the pfo but the clip could not be freed. In an attempt to remove the clip from the pfo, the clip was pulled for 45 minutes. However, the clip had started to detach from the mandrel. The clip was inverted. However, the clip completely detached from the mandrel, and hung on the lock line. A decision was made to remove the entire steerable guide catheter (sgc) all the way back to the incision point. A vascular surgeon then made another incision in the groin, and was able to remove the clip, and closed the groin. One clip was then inserted and successfully deployed on the tricuspid valve, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4-5. A triclip xt was inserted without issues. A decision was made to use fluoroscopy before using proper imaging to steer down to the valve. However, while steering down to the valve, the clip unintentionally moved and became stuck on the patent foramen ovale (pfo). Troubleshooting was performed to remove the tip of the clip out of the pfo but the clip could not be freed. In an attempt to remove the clip from the pfo, the clip was pulled for 45 minutes. However, the clip had started to detach from the mandrel. The clip was inverted. However, the clip completely detached from the mandrel, and hung on the lock line. A decision was made to remove the entire steerable guide catheter (sgc) all the way back to the incision point. A vascular surgeon then made another incision in the groin, and was able to remove the clip, and closed the groin. One clip was then inserted and successfully deployed on the tricuspid valve, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure.